Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had high impedances on their lead. Surgical intervention was taken wherein the lead was explanted and replaced. During surgery, it was observed that the lead had fractured. Therapy was restored post-operatively.